Manufacturer narrative:
H6: code a0401, d15: engineering evaluation of the returned device was able to confirm the primary report of deployment failure (i.e., broken deployment line). The conditions present during the procedure could not be replicated during evaluation, and the endoprosthesis was returned fully deployed. Therefore, further assessment of the cause of the line break or partial deployment could not be conducted, and the root cause of the partial device expansion with broken deployment line could not be established with the available information. Damages observed on the endoprosthesis, including end and body delamination, are consistent with the damages expected from attempts to withdraw a partially deployed endoprosthesis through a sheath or damage imparted during snaring. The IFU warns against withdrawal of a fully introduced endoprosthesis through a sheath to avoid damage to the endoprosthesis and/or delivery system. Necking and other extensive damage to the dual lumen catheter are also consistent with the withdrawal difficulty reported during the procedure. The reported stuck guidewire could not be confirmed with the items submitted for review, and the root cause could not be established. Per gore® viabahn® endoprosthesis with heparin bioactive surface IFU, ¿do not withdraw the gore® viabahn endoprosthesis with heparin bioactive surface back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn endoprosthesis with heparin bioactive surface back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn endoprosthesis with heparin bioactive surface to a position close to but not into the introducer sheath. Both the gore® viabahn endoprosthesis with heparin bioactive surface and introducer sheath can then be removed in tandem.¿

Event description:
The following was reported to gore: on (B)(6) 2023, a patient was to be implanted with a 7mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) to create renal artery branch during a abdominal aortic fenestration procedure. After flushing the viabahn® device, it was advanced to the left renal artery along a 0.035'' guide wire (amplaze). A 8fr x 90cm sheath (barty medical) was used. The viabahn® device was advanced to target lesion with sheath protection. After removing the sheath, the deployment line was pulled and the device was deployed. The deployment line was broken when the device expanded around 4cm and couldn't complete the full expansion. Attempts were tried to remove the deliver system in order to deploy the viabahn® device, but this didn't work. The viabahn® device, delivery system and guidewire were removed from renal artery together. The viabahn® device couldn't be withdrawn through introducer sheath. A snare was used to remove the viabahn® device through the puncture site at femoral artery. After removing the devices, it was found that the guidewire and the delivery system were stuck together and the guidewire couldn't be pulled out. The viabahn® device, guidewire and delivery system could be sent back for evaluation. Another viabahn® device of same size was used to complete the procedure successfully. The patient tolerated the procedure and returned to the ward safely.

Manufacturer narrative:
Patient identifier: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Age or date of birth, weight: patient age and weight were not available. Code b13: additional information in regard to the event and images of the case were requested from the physician. The provided additional information is captured in the event description in event. Code c19: a review of the manufacturing records indicated the device met pre-release specifications. Code c21: the device was returned to manufacturer and is under investigation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.